Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device gave a "motor rate" error during the occlusion testing. The internal examination showed wear on several components (stepper motor, lead screw and clutch). The issue was determined to have occurred due to age of components and normal wear.

Event description:
It was reported that the device gave a "motor rate error". No patient involvement reported.